Event description:
It was reported that a malfunction alarm (malf 12) occurred. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump. Technical support instructed the caller to call back if any malfunction code reoccurs, and the caller acknowledged and understood the instructions.